Manufacturer narrative:
The customer's reported complaint description of catheter tubing fractured and detached during the port explant procedure cannot be confirmed since no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Potential root cause for the reported catheter fracture and detachment failure mode is pinch-off syndrome, which is cautioned in the device dfu. A device history record (DHR) review of the indicated packaging/catheter lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no previously reported complaints for the indicated packaging/catheter lots for similar catheter detached issues. Labeling review: the directions for use (dfu) that is supplied with the port device, contains the following statements: avoid handling the silicone rubber catheter with sharp objects. Silicone rubber may be easily cut or torn. When handling the catheter, padded hemostats, vascular clamps, or tube occluding forceps should be used. Instruments with teeth should never be used to grasp the catheter. Damaging the catheter prior to or during insertion may cause catheter fracture in the vessel. The catheter should only be grasped at the end that will be trimmed prior to insertion. Additionally, the dfu states that a possible complication is catheter breakage caused by pinching between the clavicle and first rib (pinch-off syndrome). The dfu provides the following precaution under the section titled "vaxcel¿ port insertion precautions": avoid passing the catheter between the clavicle and first rib. Doing so may result in pinching and or shearing of the catheter. This precaution is followed by the following directions to verify the proper placement of the catheter: using x-ray fluoroscopy or x-ray visualization, confirm location of distal (implanted) end of catheter. If appropriate, ascertain that catheter is in fact properly implanted and is not being pinched by the clavicle and first rib. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).

Event description:
On or about (B)(6) 2011, the decedent underwent placement of an angiodynamics vaxcel product. The device was implanted by dr. (B)(6) at (B)(6) in (B)(6) for the purpose of administering chemotherapy. On or about (B)(6) 2014, the decedent underwent a port removal procedure. During the procedure, the medical team discovered that the decedent's catheter had fractured and migrated to her right ventricle. The decedent was urgently transferred to interventional radiology for retrieval of the fragment. Dr. (B)(6) attempted to remove the catheter fragment but was unsuccessful. The catheter fragment remained inside the decedent until her death. No information has been received regarding date or cause of death but it is not believed to be related to this event.

Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).